Event description:
In the process of contacting the pt to inform them that their generator may be nearing end of service, it was discovered that the pt had passed away. A request for current pt address and phone number was sent to last known physician who replied that the pt had passed away. No indication was made as to the cause of death. Attmepts to obtain add'l info have been unsuccessful to date.